Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused, flow rate was 40 and vtbi was over 21 during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition.the device was tested for flow accuracy and delivered within intended range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.